Event description:
During the procedure this device leaked. Blood leaked back through the hub and the dilator. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.